Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
The user's hearing suddenly became worse on (B)(4) 2018. There was no history of any head trauma reported. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing suddenly became worse on (B)(6) 2018. There was no history of any head trauma reported. The recipient has been reimplanted.